Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.5. Date: (B)(6) 2011, inratio: 7.5, lab: 2.7. Patient's target therapeutic range is 2.5-3.5. Patient was not concerned with 4.5 result on (B)(6) 2011 because his inr does fluctuate. Patient called his physician and was instructed to go e.r. For lab test after 7.5 result on (B)(6) 2011. Lab result was done about 6 hours after meter test on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.